Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h1 additional information: a2, b1, b2, b5, b6, h6 (patient and device codes) h6 (device code): appropriate term/code not available for device perforation and tilt investigation - the following allegations have been investigated: vena cava perforation, tilt vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the review of the (B)(6) 2018 CT scan of abdomen and pelvis without IV or oral contrast dated (B)(6) 2018: "positive for caval perforation. Superior extent of filter is at mid l2 vertebral body. Inferior extent l3-l4 disc space. A total of four prongs have perforated the ivc". "Maximum distance prong perforated is 2mm". "Coronal images show 5-degree tilt of filter lef-to-right". "Sagittal images show 2-degree tild posterior-to-anterior". "Diameter of ivc directly above filter measures 19 mm x 23 mm".

Manufacturer narrative:
D4 - expiration date: aug2008. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Pain stress and anxiety. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Unknown if the reported pain stress and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the common femoral vein due to left lower extremity deep vein thrombosis (dvt). Patient is alleging tilt and vena cava perforation. Patient notes and further alleges experiencing "pain, stress and anxiety". Per the (B)(6) 2005 inferior vena cava (ivc) filter placement: "uncomplicated inferior venacaval filter placement".

Manufacturer narrative:
Occupation: non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2005 . It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.